Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge and had to be charged frequently. The patient underwent a revision procedure where the ipg was replaced with a non-rechargeable and a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge and had to be charged frequently, the ipg was considered to be non-functioning. The patient underwent a revision procedure where the ipg was replaced with a non-rechargeable and a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.